Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead, right atrial (ra) lead and implantable pulse generator (ipg) were explanted due to an infection. The patient was treated with antibiotics and the ipg system was replaced with a cardiac resynchronization therapy pacemaker (crt-p) system. No further patient complications have been reported as a result of this event.